Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. Returned complaint device visually inspected. Canula kink near outflow cage observed. No other abnormality found. The cause of the product damage (cannula kink) most likely was use related due to improper technique during repositioning impella. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17501.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old male was implanted with an impella device for mechanical circulatory support. Us complainant reported that a patient was on impella cp support. While on support, the doctor tried to reposition the catheter due to the suction alarm under fluoroscopy and the cannula was observed to be kinked and could not be resolved. All the troubleshooting of the suction alarm was done without success, but the doctor decided to continue the procedure. The pump was not explanted because patient needs support however, there was less than optimal support because of the kink and suction alarm.